Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, observed large scratch in the center of optics. The haptics was rough or jagged. The lens was removed and replaced same lens model by surgeon.

Manufacturer narrative:
Additional information provided h.11. Corrected information provided in h.6. Correction: on initial MDR the method code should have been b22 instead of b14. The account indicated the use of a company cartridge. Without the iol diopter it cannot be determined if this was a qualified associated cartridge. The handpiece and viscoelastic indicated were qualified for use with this lens model. The manufacturer internal reference number is: (B)(4).